Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The UDI is unable to be provided as the device was manufactured prior to the requirement.

Event description:
It was reported that the patient's scs lead had multiple high impedances. The lead was tested using a multi-lead trial cable and with a new scs ipg, both confirming the high impedances. In turn, the physician explanted and replaced the paddle lead to address the issue.